Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible, as the lot number for the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same report as: 2030404-2012-00041, 2030404-2012-00042, 3005188751-2012-00051. It was reported during an atrial fibrillation ablation procedure, the patient developed a pericardial effusion. A fast cath introducer was used to access the left atria. An ibi decapolar coronary sinus catheter and a reflexion spiral catheter were used for mapping with the ensite velocity system. A cryo balloon was used to isolate 3 of the pulmonary vein but high impedance readings were noted. The physician exchanged the catheter for a safire blu medium sweep curve and ablated a small number of lesions to isolate the vein. At this point, the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was performed and the patient stabilized.